Manufacturer narrative:
The implanted device was within the required sterilisation period. This report is submitted on nov 29, 2021.

Manufacturer narrative:
Per the clinic, the patient was hospitalized on (B)(6) 2018 (specific duration not reported) due to the reported infection. The information in b4 and g2 was incorrectly reported in initial report, the correct date is (B)(6) 2021. The device expiration and manufacturer date has been updated. This report is submitted on december 15, 2021.

Manufacturer narrative:
This report is submitted on november 29, 2021.

Event description:
Per the clinic, the patient experienced an infection at the implant site which was successfully treated with oral and IV antibiotics. The patient was requiring antibiotics for 5 months. The device was implanted after the sterilisation expiry date. The implant remains in-situ.